Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their first day with the ilet experienced a blood glucose decrease from the 80s to the low 60s and believed the device delivered too much insulin; review of the synced bionic report indicated time in range through the evening with a transient low around 62, and the report showed the ilet suspended insulin during the low as designed. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose tablets and recovery to range without medical intervention or hospitalization. Investigation included review of device data with the user and education on hypoglycemia management and meal announcements. Investigation of this case revealed that the device algorithm responded appropriately by withholding insulin during the low and that the event was consistent with expected hypoglycemia occurrences during initial adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.